Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was displaying high pacing thresholds and loss of capture (loc). A pause of 3-4 seconds was noted. The patient was seen for a revision procedure where the lead was taken out of service. A new lead was attempted to be implanted was was unable to be as the patient had small anatomy and a short coronary sinus. There were no additional adverse patient effects reported.